Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was experiencing migration of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity. The patient was scheduled for full revision surgery on (B)(6) 2016 . Operative findings were that the femoral stem components were grossly loose, cup stable. Cup and liner were retained, all other components removed and replaced. (B)(4).

Event description:
Allegedly the patient was experiencing migration of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity. The patient was scheduled for full revision surgery on (B)(6) 2016 operative findings were that the femoral stem components were grossly loose, cup stable. Cup and liner were retained, all other components removed and replaced. Sae # (B)(4) additional information received on 11/04/2020 from clinical : updating sae narrative and personal information: allegedly , loosening of the femoral stem and femoral head. Sae # (B)(4). Components not revised: dynasty(r) bf shell product ID: dsbf-ge54 lot: 1497646. Dynasty(r) a-class(r) poly liner product ID: dlxp-ge36 lot: 1478997.

Manufacturer narrative:
Updated incident description on section b.5 according to notification received on 11/04/2020 from mpo clinical. No substantial updates to previous information relevant to the investigation. No further investigation updates are required.